Manufacturer narrative:
Date of event is estimated. Section a4: patient weight has yet to be provided.

Event description:
It was reported that the patient's ipg displayed a low battery message and then, at follow up with abbott representative, "replace generator" message. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Section a4: weight was obtained and added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that to address the issue of an inoperable ipg, surgical intervention occurred on (B)(6) 2024. The device was explanted and replaced. Therapy was restored post operatively.